Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/6/2024. H6 component code: g07002 pending evaluation of returned device. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: (1) 1696; rkmlch ; (4) 1696h; plm897 ; (1) 1696; rjmqhp ; (1) 1696; pmm926 ; (1)1696; pmk076 ; (2) 1696; qhmdqd can you please confirm that all lots above apply to this product complaint? Those are reference products. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2024 h6 component code: g07002 no device problem found investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one unopened sample that pertain to product code 1696g. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined; it was noted unusual color on the strand (is not black). In addition, no breakage sutures were observed during the evaluation. An analytical characterization experiment, performed on black silk sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this. Due to the condition of the sample, the functional test was not performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a plastic procedure on an unknown date and suture was used. During the procedure, it was reported by a sales rep that when using suture that had lost color from black to white, suture breakage occurred easily. The surgeon said, ¿the white color of the suture makes it difficult to see when suturing and removing suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. For (B)(4), the following products were received for analysis: (1) 1696; rkmlch ; (4) 1696h; plm897 ; (1) 1696; rjmqhp ; (1) 1696; pmm926 ; (1)1696; pmk076 ; (2) 1696; qhmdqd. Can you please confirm that all lots above apply to this product complaint? If so, please clarify for each lot, what issue occurred and the quantity involved for each issue? Possible lots: qhmdqd / pmm926 / pmk076 / plm897.